Event description:
Adverse event(s): "induced astigmatism" (blurred vision). Product problem(s): "none reported" (no information). An ophthalmic technician reports this patient has induced astigmatism in the right eye following refractive surgery. At two weeks post-op bcva is 20/20 and ucva is 20/70. Surgeon's target for this patient was plano. The safety and effectiveness of this laser system has not been established for patients with previous corneal or intraocular surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).